Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: the keypad was found to be peeling at the ok button. Evaluation revealed that the up and down arrow keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported that the rubber keypad was peeling and the up arrow and down arrow keypad buttons were intermittently unresponsive. The reporter stated response issue occurred prior to the keypad peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.